Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), which was returned for normal maintenance, the belt failed the fall-off and therapy electrode recognition tests. The last pt to use this electrode belt did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon receipt the electrode belt failed the fall off and therapy electrode recognition functional tests. The cause for the test failures was a broken solder connection between the trunk cable pulse wire and the rear 2 therapy electrode pulse wire in the distribution node enclosure. The root cause for the broken connection between the pulse wires cannot be positively determined. No adverse event resulted from the broken pulse wire connection. The last pt to use this electrode belt did not repot any problem.